Manufacturer narrative:
(B)(4). The cause of the previously reported peritonitis event was unknown (previously, the cause was not reported). The patient was not hospitalized for the previously reported peritonitis event. On an unreported date, the patient began treatment with cephazolin injection (1 gram, route, frequency, and duration not reported), tobramycin (40 milligrams, route, frequency, and duration not reported), and heparin (25000 international units, route, frequency, and duration not reported) for the previously reported peritonitis event. Dianeal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the previously reported peritonitis event; but it was noted that the peritoneal effluent fluid remained turbid and the care plan was to remove the peritoneal dialysis catheter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date in (B)(6) 2016 (reported as ¿from four days¿), the patient experienced cloudy fluid, loss of appetite and abdominal pain. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The suspected peritonitis was manifested by cloudy pd effluent, loss of appetite, and abdominal pain. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began unknown treatment for the peritonitis (dose, frequency and route not reported). No further information was provided regarding the outcome of the peritonitis event. It was not reported if dianeal therapy was ongoing. No additional information is available.